Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), product type: lead. Product ID: 977a290, serial# (B)(4), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that "poor communication" was seen on the patient programmer (pp) and the pp connected intermittently. The pp did not do telemetry with or without the antenna attached. Confirming the antenna was secure prior to synching with the implantable neurostimulator (ins) did not resolve the reported issue. Unplugging the antenna and placing the pp on skin directly over the ins prior to synching did not resolve the reported issue. It was reported that the patient had painful stimulation. On (B)(6) 2015, the patient had turned up stimulation to high voltage so that could sleep. Stimulation had been at a high level since 8:00pm on (B)(6) 2015, and the patient was not able to turn down stimulation due to poor communication on the pp. Stimulation felt too high and was causing pain. At this point, the patient wanted to turn stimulation off. It was noted that the patient also spoke with the manufacturer's representative (rep) on (B)(6) 2015. Additional information received from a consumer reported the replacement of the pp resolved the patient's inability to turn down stimulation for a temporary amount of time. The issues seemed to occasionally return. After speaking with a rep, they found that the patient's implant was not functioning at the complete level for therapeutic relief. There were some "blanks" in the leads in the patient's back, so the rep was trying to bypass "the blank spots." No outcome was reported for this event. Further follow up is bei ng conducted to obtain this information. If additional information is received, the file will be updated.